Event description:
The customer's father reported via phone call that the customer had repeated no delivery alarms. Customer's blood glucose was unknown. Troubleshooting did not occur as the father did not have the insulin pump present. The father stated the alarm would occur during a manual prime. The customer will not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.